Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that a non-medtronic driver became stuck onto the green navlock tracker. The health care professional was able to proceed without it. There was no delay in the procedure. No impact on patient outcome.